Event description:
It was reported that the insulin pump had moisture damaged. Customer stated that there was loose settings at battery change, had to restart the rewind to complete and condensation inside the screen. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).